Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform functional test or download pump due to physical damage to lcd glass. The insulin pump was received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized after the customer experienced low blood glucose levels and a seizure. It was stated that the screen was damaged during the seizure. Troubleshooting could not be performed due to the damage on the screen. Nothing further was reported.